Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and it was noted that the lead was stretched, the proximal conductor was distorted, and the inner insulation was kinked. Per visual inspection, the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.

Event description:
It was reported that during the implant attempt, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.